Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited freezing image. The reported issue was found during preparation for use prior to an unknown procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Based on the results of the investigation the customer's allegation was not confirm. According to the investigation, the device had no image freezing. No anomalies were identified. The investigation did not identify the root cause of the reported issue. No problem detected. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the rigid video scope exhibited freezing image. The reported issue was found during preparation for use prior to an unknown procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.